Event description:
It was reported that the patient experienced recurrent low glucose episodes documented at 65 mg/dl during nighttime while using the ilet bionic pancreas, and the caregiver was advised to consult their clinician for potential therapy adjustments. Investigation of this case revealed no device malfunction reported and that education on hypoglycemia management and follow-up with the endocrinologist were provided. Symptoms included dizziness associated with hypoglycemia. Outcomes included self-treatment with oral glucose. It was concluded that the cause of the hypoglycemia was unclear and that no device-related failure was identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.